Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 398 mg/dl with the instant meter and 126 mg/dl with a professional meter at the doctor. The customer stated she obtains repeatedly the same value as result with the meter 398 mg/dl, even when fasting and two hours after having eaten.